Manufacturer narrative:
Patient information was not provided as no patient was involved in this concern. RMA was issued and the device has not been returned to the manufacturer.

Event description:
A medtronic representative reported a psu (camera) with reduced passive volume was considered out of calibration. There was no patient present.